Manufacturer narrative:
Telephone: (B)(6). Manufacturer year 2014. The system was evaluated by a field service engineer. The field service found a loose contact on the vacuum sensor connector. The vacuum sensor was replaced and calibrated. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the chamber collapsed resulting in a broken capsule. A vitrectomy surgical procedure was performed.